Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The stylet/guidewire was analyzed. Visual analysis of the lead indicated damage at implant. The full lead was returned with a competitor guidewire stuck in the lumen of the lead. Guidewire insertion test could not be performed due to a guidewire stuck in the lumen of the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was inserted into the patient and then removed and flushed. Upon reinsertion of the lead into the coronary sinus branch, the guide wire became stuck and could not be removed from the lead. The lead and wire were removed and replaced. No patient complications have been reported as a result of this event.